Event description:
A report was received that a patient was having trouble charging her ipg. A boston scientific representative analyzed the patient's database and confirmed that the ipg was exhibiting premature battery depletion. An ipg replacement surgery has been recommended.